Event description:
It was reported that upon opening the package, the tube was found broken/separated. The tubing was sheared right at the connector part that bonds with the tube. As reported, the tubing was completely separated from the device, while the tubing end was observed to be smooth.

Manufacturer narrative:
The product is not being returned for evaluation. Without return of the product, the complaint could not be confirmed and the root cause could not be identified. It is unkown if damages or defect existed on the product. No actions will be taken at this time.